Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, of the smooth hpg, 450cc returned device, a crease/fold was observed on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade IV postoperatively. As a result, the patient underwent bilateral explantation and replacement with mentor gel implants on (B)(6) 2018. On october 22, 2021, mentor became aware that the replacement surgery was (B)(6) 2018. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On november 9, 2021, mentor became aware that the patient also experienced bilateral breast mass in addition to bilateral capsular contracture; baker grade IV. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 11, 2022, device re-evaluation was completed due to reported complication of breast mass in addition to capsular contracture; baker grade IV. Mentor conducted a visual inspection of the returned device. During the visual evaluation, of the smooth hpg, 450cc returned device, a crease/fold was observed on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).